Event description:
During a procedure, it was reported when pacing through the ablation catheter 1-2 that the pacing also goes through the ref/deca port 1-2. It was stated the pacing was routed through the emergency pacing ports on the bard recording system. It was confirmed the pacing cable was coming out of the normal pacing port on the piu to the recording system. Additional information received stated pacing was needed to stimulate and study the patient. The physician stated there was no harm to the patient. Procedure was completed without any patient consequence.

Manufacturer narrative:
(B)(4). During a procedure, it was reported when pacing through the ablation catheter 1-2 that the pacing also goes through the ref/deca port 1-2. It was stated the pacing was routed through the emergency pacing ports on the bard recording system. It was confirmed the pacing cable was coming out of the normal pacing port on the piu to the recording system. Additional information received stated pacing was needed to stimulate and study the patient. The physician stated there was no harm to the patient. Procedure was completed without any patient consequence. After unit evaluation field service engineer was able to reproduce the reported complaint, the system was sending out unintended pacing on ref/deca port. Issue was resolved after the piu was replaced. During unit evaluation field service engineer also encountered error 1007 on the unit. Field service engineer replaced patch unit to complete testing and resolve 1007 error code. The system was tested and ready for use. The replaced piu was investigated in htc. The customer complaint was confirmed. The reported complaint was confirmed. ECG card failed at the isolation test due to malfunction in an optoswitch component. The card was sent to subcontractor for repair and upgrade. DHR review was performed. No anomalies were noted in manufacturing or service. Customer¿s complaint was confirmed. An internal CAPA was opened to address this issue.

Manufacturer narrative:
(B)(4).